Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus gauge is not working along with tidal volume not working was verified and linked to running manometer out of specification. The physical condition of the device revealed small knobs damaged and tidal volume damaged. The device had been dropped. Action was taken to replace the manometer gauge. Repair summary included: updated service maintenance kit p/n 000k9151. Replaced out of spec pressure manometer and damaged rotary flow valve to resolve customer's reported issues. Replaced damaged small ctrl knobs and end caps. Replaced cracked battery cover and damaged instruction label. Reset patient pressure cycling led. Adjusted peep ctrl valve due to output measurement not in tolerance. Performed pm, calibrated unit, cleaned and affixed new service label.

Event description:
Investigation completed and summary in h10.

Event description:
It was reported the device gauge was not working. The reporter stated the tidal volume gauge was not working. No patient involved- issue found during testing.